Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was unable to enter their device into MRI mode and experienced ineffective therapy due to left lead migration. Surgical intervention was undertaken wherein the lead was explanted.